Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The devices do not have obturators. The obturator is the piece of the trocar that has the batch stamped. No batch numbers were available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic colon procedure. The surgeon thought he had leakage. Different trocars were being used and is unsure which trocar was making the sound. The case was completed with the same devices. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).